Manufacturer narrative:
Batch review performed on 11 august 2020: lot 1811207: (B)(4) items manufactured and released on 08-apr-2019. Expiration date: 2024-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: few weeks after primary hybrid tha the cup must be retrieved because it is painful. From the images received, the cup appears to be distant from the acetabular bottom, with suboptimal orientation. A cement mantle fracture is also visible distal to the stem, almost certainly irrelevant at this stage. We cannot comment on the possible causes of acetabular position, but there is no reason to suspect that it can be due to a defect of the device.

Event description:
Revision surgery performed due to a gap between cup and acetabulum, 3 months after the primary surgery. Primary surgery was performed on (B)(6) 2020, the patient came to the hospital reporting pain on (B)(6).